Event description:
The customer reported that erroneous low platelet (plt) results with and without instrument flags were generated on an unicel dxh 800 coulter cellular analysis system for one patient's samples on multiple days. This report represents the erroneous low plt results, with and without instrument flagging, generated from a unicel dxh 800 coulter cellular analysis system on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the initial patient plt result was erroneously low and did not possess an instrument generated flag. The sample was repeated and an erroneous plt result with an instrument generated review flag and a platelet clumping flag were generated. A manual slide review of the sample indicated platelet clumping the erroneous plt results were not reported from the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The erroneous results sample was collected in an ethylenediamine tetra-acetic acid (edta) vacutainer tube, stored at room temperature, and analyzed within two hours from collection. The laboratory notified the physician that the patient's platelets were clumping with use of an edta tube and requested a citrate tube be drawn. The citrate tube is not a supported tube/anticoagulant for the unicel dxh 800 coulter cellular analysis system. The subsequent citrate tube's patient plt result was higher, regarded as correct, and reported from the laboratory. It was confirmed that, although, the patient had undergone a prednisone protocol between the initial and follow-up draws, that the prednisone treatment was not administered due to the erroneous plt results. The unicel dxh 800 coulter cellular analysis system was performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). Quality controls analyzed on the day of event and the morning following the event recovered within expected ranges.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of the customer supplied (B)(4) 2012, sample data indicated that there was an interference pattern seen on the initial white blood count histogram, but not of significance to warrant the triggering of the platelet clump flag. The nucleated red blood cell module which is used to augment the detection of platelet clumps did not suggest that the platelet results were suspect; therefore no system message was generated for the initial result. The instrument algorithm detected interference significant enough to activate the platelet clump flag for the repeat test result. The cause for the discrepant results are unknown. Corrective action investigation is currently underway for this issue. Mdrs associated with this event: 1061932-2012-02198, 1061932-2012-02199.